Event description:
Caller reported a malfunction on the pump, specifically malfunction code 12. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump and assisted the caller with the process. The customer chose to load a new cartridge independently and was advised to contact support if the malfunction recurred. After the reset, the issue did not reoccur, allowing the customer to continue using the pump.